Manufacturer narrative:
Based on the claim against the product by the customer noting error message regarding the ssc was not connected, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The isi technical support engineer (tse) confirmed in the system logs error 31243 indicating that the ssc was connected lately, and it was not initialized well. Tse informed customer to use the second console and to power cycle system, but customer elected not to do that, and would alternate surgeons on the same system. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, one surgeon side console (ssc) did not display any image and error message saying the ssc not connected to system was displayed. An intuitive surgical, inc. (Isi) technical support engineer (tse) confirmed error 31243 in the system logs indicating that the ssc was connected lately, and it was not initialized well. The tse informed the customer that they could use the second console and would need to power cycle the system. The customer elected not to do and would alternate surgeons on the same system. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-ups attempts to obtain additional information. However, no further details have been received as of the date of this report.